Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. There was no sample returned for investigation. Therefore investigation was conducted based on current production samples which are same type and same size with the complaint device. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this therefore, this complaint could not be confirmed.

Event description:
During a urolift procedure, at the end of the case the foley balloon would not deflate appropriately so the surgeon had to puncture it in order to retrieve it. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a urolift procedure, at the end of the case the foley balloon would not deflate appropriately so the surgeon had to puncture it in order to retrieve it. The patient's condition is unknown at this time.